Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing, undersensing, and low right ventricular intrinsic amplitude measurements on stored intracardiac electrograms. The physician requested a verbal report from technical services (ts) on the presenting electrogram (egm) from the emergency department. Ts noted there were ventricular episodes in the stored collection period. Ts discussed programming options and the potential risk of undersensing arrhythmias. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing, undersensing, and low right ventricular intrinsic amplitude measurements on stored intracardiac electrograms. The physician requested a verbal report from technical services (ts) on the presenting electrogram (egm) from the emergency department. Ts noted there were ventricular episodes in the stored collection period. Ts discussed programming options and the potential risk of undersensing arrhythmias. No adverse patient effects were reported. The device remains in service. It was additionally reported that the ICD was subsequently explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.